Manufacturer narrative:
The customer¿s meter was returned for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots at the top of the display above the patient results field and one black spot at the time of the middle digit. This black spot partially hides the top portion of the middle digit in the result screen, making the result not clearly readable. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter had an issue with the meter display on accu-chek inform ii meter serial number (B)(4). The reporter stated there were black lines and spots on the display. The result field is not clearly readable. The reporter stated no damage to the meter. The battery is charged. The meter was reset and concern persists. There was no actual misinterpretation of a result.